Manufacturer narrative:
Components received abd evaluated include: item #/description/lot #.cc # article # lot #(B)(4) nb015z 51950002(B)(4) nb058z 51788166(B)(4) nr379z 51808132(B)(4) nb012z 51954506(B)(4) nr400z 51931783(B)(4) nr195z 51787847(B)(4) nb047z 51787220(B)(4) nr376z 51853744(B)(4) nr295z 51814331(B)(4) nr880z 51953666the lateral side of the box of the femur component is fractured. The fracture surface exhibits a fatigue fracture. The crack initiation is at the ventral edge of the lateral side of the box. This indicates that the stem was being levered towards flexion. An explanation for this may be that the cerclage within the tibial-petellar tendon had restricted the flextion of the knee joint. The femur component box and the distal end of the stem exhibit wear marking due to relative motion. The bone cement has loosened from the inner surface of the femur component, which could have occured during implantation. The femur component and the tibia component were both implanted with wedges to correct the bone defects of the patient. The patient situation comprised of the bone defects and quality were suboptimal. The primary stability was insufficient and the bone did not grow onto the bone cement. The bone cement inside the femur component exhibits no signs of bone ongrowth. The secondary stability normally provided by the form of the femur inside the femur component together with bone ongrowth was not existent. This has led to the load transmission from the femur to the femur component being solely through the interface of the femur stem and femur component. The femur component box has been dynamically loaded which has resulted in a fatigue fracture. The device history record of the broken device has been checked. There is no indication for a manufacturing error or material defect. The root cause is most likely patient related.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Two years and two months after placement there was fracture of implant on the box of the plate, which resulted in revision surgery (B)(6) 2015. Initial implant was (B)(6) 2013.